Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and noanomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient was diagnosed with (B)(6) of unknown source approximately two years after implant. The patient was treated with antibiotic treatment and the implantable cardioverter defibrillator (ICD) system was removed. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.